Event description:
It was reported that during testing and maintenance of the videolaryngoscope, after the battery was placed on the device, the display briefly showed ¿lives¿ and then squares immediately appeared. Advised to run corrective measures such as allowing videolaryngoscope and battery to communicate before powering the handle. No display still after reattempting to power on. There was light just no image displayed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.